Manufacturer narrative:
(B)(4). The surgeon stated that it is a migration of the 3 clips without a visible re-open during the intervention. Consequence: perioperative bleeding.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. The device history review for product hemolok xl clips 6/cart 84/box lot #73m1600312 investigations did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
Broken clips used for hemostasis of vesical fins during a cystectomy. Clinical consequences: intraoperative hemorrhage - applied large clips with success. The patient's current condition is unknown.